Manufacturer narrative:
Correction: in initial report it was mention patient was complaining about light. What it meant was that patient was complaining about light sensitivity.

Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on next day with diffuse lamellar keratitis (dlk) stage iii in both eyes. The topical steroid dosage was increased and oral steroids were prescribed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision that was getting worse and light. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 -4.25 x -1.25 x 78, left eye pre-op 20/20 -4.25 x -.75 x 86. It was reported that on the second day post dlk patient visual acuity was 20/25 right and 20/20 left. It was reported patient required a flap lift and rinse and that there was central inflammation with corneal melt.